Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. The customer attempted to reload the cartridge and received a minimum fill notification after the cartridge was filled with 130 units of insulin. Reportedly, customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery. Additionally, it was reported that the battery was depleting quickly and hot to the touch. Customer's blood glucose was 103 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.